Manufacturer narrative:
Retainer ring = black. On 10/27/2021 the customer reported a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button. After battery installation, a blank display with the red notification led flashing and the vibrator vibrating was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unable to upload using thus due to the blank display. The case was cut open. Did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device . Did not note any cracks on any of the major components located on each board. After swapping boards and cases, the blank display was isolated to electric board. In summary, the customer¿s report of a blank display was confirmed during visual inspection. The blank display was isolated to electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.